Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was around 280 mg/dl at the time of incident. Troubleshooting was done. The customer's mother performed plunger push and the insulin did not exit. The customer's mother was advised to replace the infusion set and reservoir. The reservoir will be returned for analysis.